Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that there was condensation in the cartridge compartment of her infusion device. She stated that this has been occurring for about two weeks. She stated that she cleans the cartridge compartment with a cotton swab and changes the insulin cartridge, and more condensation appears. She stated that she does not reuse cartridges and she has been using cartridges from the same box for the past two weeks. The patient was sent replacement insulin cartridges. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.